Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, while stapling the right superior pulmonary vein, the staple line was distally and proximally incomplete leading to hemorrhage. The patient lost approximately si 500cc of blood. It was noted that the surgeon did not feel the resistance that was always felt. The surgery was then converted into an open procedure and another reload and clips were used. This led to 30 minutes extended surgical time and the incision to be extended by more than 1 inch, and extended hospitalization. The patient's current status is not bad.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a fully fired reload. In the center of the reload, the staples were no longer present, but on the edges, the staples remained in the reload. The staples appeared to be properly formed. It was reported that staples were missing from the staple line after firing. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device did not provide the expected tactile feedback. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, while stapling the right superior pulmonary vein, the staple line was distally and proximally incomplete leading to hemorrhage. The patient lost approximately si 500cc of blood. It was noted that the surgeon did not feel the resistance that was always felt. The surgery was then converted into an open procedure and another reload and clips were used. This led to 30 minutes extended surgical time and the incision to be extended by more than 1 inch, and extended hospitalization. The patient received blood transfusion after the surgery. The patient's current status is not bad.